Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and the battery longevity status bar was gray. It was noted that the device had been stored at room temperature. The device was not used and there was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.